Event description:
Explanted device returned to MFR with report of "infection" as reason for removal. Repeated requests for add'l info about this event have been unanswered. A supplemental medwatch will be filed if add'l info becomes available.